Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2020162. No abnormal issue was founs in the manufacturing process, technical testing and quality control inspections. The manufacturing process complied with the dmr. Test results of retentions samples meet the qc criteria. The reported issue was not found. Complaint is not verified.

Event description:
Invalid result (s). Result did not develop. User performed the test correctly.